Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient reported that the nylon material irritates her skin and that the front te pad cut into her skin underneath her left breast. The patient indicated that she had gained some weight and had a nylon allergy. The patient was provided with new garments. The patient also stated she had visited a hospital to address the skin issue. The medical outcome of the irritation is unknown.